Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope was unable to display images. The issue occurred during setup and inspection for use (specifically during room setup or prior to the patient entering the room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, a dented objective frame, dirt in the objective unit, a bent and dented outer tube, and a loose light guide adapter. Based on the investigation results, a definitive root cause could not be identified. The most probable cause of the complaint was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.